Event description:
It was reported that the pt ((B)(6)) received an scs system for lower back pain. She stated that she only felt stimulation down her left leg. Reprogramming efforts were allegedly unsuccessful. The physician repositioned the lead more midline during a lead revision procedure on (B)(6) 2012. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.